Event description:
It was reported by the affiliate that during an unknown procedure there was a solid tone with error code '5'. The titanium tip was broke when re-check test. The broke piece was retrieved by forceps. Changed to another one to complete the procedure. No adverse event on the patient. One device will be returning.

Manufacturer narrative:
(B)(4). Additional information: the device was returned with the blade tip broke off and not returned. During functional testing on a generator the device gave an error code 5. The device will stop activating, and either emits a solid tone or display an error code 5 on the generator display when the blade becomes damaged. The device was inspected and the break was located inside the tube proximal to the tissue pad. The analysis concluded that the blade broke off due to contact with the clamp arm pin. The most likely cause of the failure is contact between the blade and splatter on the clamp arm pin. It is possible that the observed splatter was generated during the manufacturing process of the device

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.